Event description:
The customer reported that a "speaker operation problem" message appeared on the intellivue m3002a" the device was used for monitoring at the time of the alleged malfunction. No death, serious injury or adverse event occurred or was reported as a result of this issue.